Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for generator change procedure on (B)(6) 2019. Upon review, it was revealed that the pacemaker exhibited an abnormal decrease in battery longevity. Also, the pacemaker had reached elective replacement indicator (eri) on (B)(6) 2019. The patient had stable measurements while the device was implanted. The pacemaker was explanted and replaced. The patient was stable post procedure.